Event description:
It was reported that the rotation speed was unstable. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.75mm rotapro was selected for use. During the procedure, it was noted that the rotation speed was unstable. The procedure was completed with another of the same device. No complications were reported.

Event description:
It was reported that the rotation speed was unstable. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.75mm rotapro was selected for use. During the procedure, it was noted that the rotation speed was unstable. The procedure was completed with another of the same device. No complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device found no damages or defects. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. When the rotapro advancer was connected to the rotapro console control system and the knob switch [ablation button] was pressed, the device stalled and would not run. In order to determine the cause for the device stall, destructive testing was performed, in which the advancer was dismantled and the interior components were inspected for damages or defects. During destructive testing, it was identified that dried saline was present on the shutter of the device. It was considered likely that the presence of dried saline interfered with the devices ability to rotate or to communicate rpm to the console using the fiber optic cable, leading to a device stall. Product analysis could not confirm the reported event, as dried saline was present within the shutter, causing a device stall by inhibiting the rotation of the advancer or creating communication issues between the advancer and console. No other issues were identified during the product analysis.